Event description:
Procedure type: leimyona of uterus. According to the reporter: the instrument was in-operable. Partial of the endo stitch needle retained in pelvic cavity.

Manufacturer narrative:
This event was originally reported on 04/03/2008, however, the only details available at that time indicated that the "instrument was inoperable". Add'l info was received on 07/02/2008 which indicated that the needle was left in the pelvic cavity.